Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report# 3005099803-2015-00875 captures the second device. It was reported to boston scientific corporation that two injection gold probe devices were used in the stomach during a procedure. According to the complainant, during the procedure, the first probe would not cauterize. They used a second injection gold probe and the same thing happened. Reportedly, both probes were properly hooked to the cautery machine. The procedure was completed with a third injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found a kink near the electrical connector and the handle. An electrical evaluation was performed; the device passed the load test. Complaint not confirmed, the product returned showed no evidence of either the alleged issue or any defect which could have contributed to the event. The kink was likely caused by manipulation of the device during the procedure. Therefore, the most probable root cause classification for the reported failure is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report# 3005099803-2015-00875 captures the second device. It was reported to boston scientific corporation that two injection gold probe devices were used in the stomach during a procedure. According to the complainant, during the procedure, the first probe would not cauterize. They used a second injection gold probe and the same thing happened. Reportedly, both probes were properly hooked to the cautery machine. The procedure was completed with a third injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.